Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a microscopic examination of the balloon material identified a pinhole over distal markerband. No anomalies were noted with the distal markerband or balloon material which could potentially have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was obtained via the right femoral artery using a contralateral approach. The 50% stenosed target lesion was located in a moderately calcified and moderately tortuous left external iliac artery. After a non-bsc introducer sheath and non-bsc guide wire crossed the lesion, a 7.0 x 20, 75cm mustang balloon catheter was selected and advanced for predilation at 10 atmospheres for 30 seconds. After wallstent was deployed, they attempted to perform post-dilatation with mustang. However, upon 2nd inflation at 16 atmospheres for 20 seconds, the balloon ruptured. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred vascular access was obtained via the right femoral artery using a contralateral approach. The 50% stenosed target lesion was located in a moderately calcified and moderately tortuous left external iliac artery. After a non-bsc introducer sheath and non-bsc guide wire crossed the lesion, a 7.0 x 20, 75cm mustang balloon catheter was selected and advanced for predilation at 10 atmospheres for 30 seconds. After wallstent was deployed, they attempted to perform post-dilatation with mustang. However, upon 2nd inflation at 16 atmospheres for 20 seconds, the balloon ruptured. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.